Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx transobturator mid-urethral sling system during a transvaginal mesh and partial hysterectomy procedure on (B)(6), 2007. A couple months post-implantation, the patient presented with excruciating pelvic/abdominal pain. She also complained of bleeding/spotting, worsened urinary incontinence, and dyspareunia (date/s of onset unknown). The patient was reportedly prescribed medication (type and prescription duration unknown). In (B)(6) 2011, the patient consulted with a second urologist, who performed a cystoscopy on the patient and found a small lesion on her left kidney (diagnosis unknown). This physician also noted that the patient had chronic cystitis and bladder spasms. The patient returned to the second physician in (B)(6) 2012 to check on the lesion, and the kidney lesion was still present. Reportedly, the patient is scheduled for another cystoscopy (exact date unknown). According to the patient, she still has significant pelvic pain, occasional spotting, and urinary incontinence.